Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event or any actions taken by the customer or technical support.